Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('patient had ectopic pregnancy 4 months ago') in an adult female patient who had essure (batch no. (646833,2466522)not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included parity 2. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), device dislocation ("device dislocation"), genital haemorrhage ("genital haemorrhage") and psychological trauma ("psychological trauma"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, device dislocation, genital haemorrhage and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: the plaintiff experience another pregnancy episode with essure in (B)(6) 2013 which is captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2002: bilateral tubal occlusion at the level of the uterine cornua. The lot numbers reported (lot # 646833 and 2466522) are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc, update of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('patient had ectopic pregnancy 4 months ago') in an adult female patient who had essure (batch no. (646833,2466522)not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), device dislocation ("device dislocation"), genital haemorrhage ("genital haemorrhage") and psychological trauma ("psychological trauma"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, device dislocation, genital haemorrhage and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: the plaintiff experience another pregnancy episode with essure in (B)(6) 2013 which is captured under case 2021-142572. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2002: bilateral tubal occlusion at the level of the uterine cornua. The lot numbers reported (lot # 646833 and 2466522) are not valid . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter's information added. Event: patient had ectopic pregnancy 4 months ago ,device ineffective were added .rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.